Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer for investigation of missing additive. Photos were visually evaluated, and it can't be seen if tubes are missing additive, however small liquid dots are observed on tube sidewall. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for missing additive. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 4 tubes were missing additive. There was no health impact or consequences reported.